Manufacturer narrative:
D2b: pro code: fge, lit. G4: premarket / 510(k): k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified peripheral artery. A 5.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation, the pressure did not increase, and blood was noticed in the balloon, which was assumed to have ruptured. The device was removed and replaced, and the procedure was completed with another of the same device. No patient injuries reported, and the patient condition was good post-procedure.